Manufacturer narrative:
Field service engineers (fse) evaluated the fans on the 2 g8 analyzers at the customers' sites. The fses were able to replicate the issues as described in the reported events. The fses replaced the fans on the g8 analyzers to address the reported events. Both analyzers were returned into operational status.

Event description:
This report summarizes <noe> 2 </noe> malfunction events on the g8 analyzer. The review of these events indicated that the g8 analyzers experienced fan failures, which caused delayed reporting of critical patient test results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.